Event description:
Boston scientific crm received information that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted due to a possible premature battery depletion. At routine follow-up, it was noted to have less than 0.5 years remaining, after an approximate time in service of two years. Additionally, the left ventricular (lv) outputs had been programmed very high. A new device was successfully implanted and this device will be returned. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
A new devicewas successfully implanted and this device has not been returned. Should this device be returned for analysis or should more information become available to our company, a final report will be submitted.